Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for pseudomonas aeruginosa (>100cfu) during microbiological testing by the facility. The portion of the subject device, where the microbes were detected, was not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor model ed-flow (getinge) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for gram-positive bacteria (9cfu). The testing result cleared the (B)(4) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.